Event description:
It was reported that telemetry confirmed a critical alarm due to a motor stall occurred. It was noted the pump logs showed a motor stall that started on (B)(6) 2014 at 18:22 had not recovered. The reporter stated they did a refill earlier on that day. It was noted the patient was starting to have withdrawal type symptoms so the patient was directed to go to the emergency room. The reporter stated the patient was being managed for their symptoms. The pump contained gablofen (baclofen). Additional information received reported that a motor stall was confirmed. It was noted the patient heard a single tone alarm on (B)(6) and then a two tone alarm. It was further noted the patient was currently getting oral baclofen. The reporter stated that the motor stall and motor stall recover were recorded in the event logs. It was noted the patient had a pump refill on (B)(6) 2014 and the motor stall occurred later that day at 19:25. It was further noted the motor stall recover showed (B)(6) 2014 at 12:33. The reporter stated the estimated elective replacement indicator (eri) was 23 months and the reservoir volume was 39 ml. The reporter further stated there was no known cause of the motor stall. Additional information received reported the pump motor stall had recovered yesterday and the patient was stable. The reporter stated the patient heard a critical pump alarm tonight on (B)(6) 2014 every ten minutes. It was noted the pump critical alarm was programmed to every 10 minutes and alarm tests were done yesterday so the patient knew what to listen for. It was further noted the pump was unable to be interrogated as there was no one at the time to confirm the alarm. The reporter stated the patient was supplemented with oral baclofen. The reporter further stated they reviewed replacing the pump yesterday with the patient¿s healthcare professional (hcp). Additional information received reported the patient was back in the hospital today. It was noted the pump logs were checked and a motor stall occurred on (B)(6) 2014 at 5:48 pm with a motor stall recover on 2014-04-13 at 4:25 pm. It was further noted that another motor stall occurred on (B)(6) 2014 at 4:23 am and no recovery was noted in the logs. The reporter stated the pump was scheduled to be replaced tomorrow morning. The reporter further stated they planned to silence the alarm that was currently active as they did not want to program any changes to the pump at this time. Additional information received reported the patient had spasms and leg tightness. It was noted the cause of the motor stall was unknown. It was further noted the cause of the critical alarm was the motor stall. The reporter stated the pump was interrogated and the logs were read on (B)(6) 2014. The reporter further stated the patient was at the hospital and awaiting a pump replacement surgery scheduled for (B)(6) 2014. Additional information received reported the patient had a successful pump replacement surgery yesterday. It was noted the patient was being treated with 2,000 mcg/ml of gablofen at a daily dose of 650 mcg/day. Additional information received reported the patient had increased spasticity, irritability, and fever. The reporter stated the pump intermittently stalled from (B)(6) 2014 and the cause of the stall was unknown. The reporter further stated the patient was sent to the emergency room and when there the pump had recovered from the stall. It was noted the patient was sent home with oral baclofen for present spasticity until their intrathecal dose became therapeutic. It was further noted the patient was supplemented with oral baclofen while the pump was replaced.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).